Event description:
Information received indicates the left siderail ucm buttons are sticking due to fluid ingress.

Manufacturer narrative:
The technician replaced the siderail ucm board to repair the bed.